Event description:
It was reported that during the angioplasty procedure, the first balloon was difficult to remove from the sheath after being inflated, so a second balloon was used to complete the procedure. After being inflated once at 8 atm, the balloon and the introducer sheath had to be removed together, as it was not possible to remove the balloon from the 5 f sheath. No reported injury to the pt.

Manufacturer narrative:
The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unknown.